Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d9, g3, g6, h2, h3, h6 and h11. Corrected field: g2. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor contact of front panel, the emergency lamp did not light up, switches on the front panel do not work properly and water leaked in control panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: front panel did not work properly due to poor contact of front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had front panel doesn't work properly. The issue was found during set up. There is no adverse patient effects. There were no reports of patient involvement.